Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. Unable to performed functional test due to keypad anomaly. No blank display. Lcd board ok. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via a phone call, the insulin pump was not functioning correct. The device might not be delivering insulin as the customer currently has high blood glucose of 400 mg/dl. The device stopped working after the customer changed the battery. Customer was attempting to bolus when the screen went blank, customer pressed the act button and the screen only lighted up. Troubleshooting was performed on the device and the display on the device did not return. The customer's father was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced for analysis. He agreed to return the device for analysis.